Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? What tissue was being approximated or sutured when the pull off occurred?

Event description:
It was reported that a patient underwent a lateral a c-section surgery on (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when sewing the wound during the cesarean section. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 04/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: no complaint / reference sample was received for this complaint associated with code lot ch359/t6007. Hence no actual product evaluation could be performed. Five retained samples of code lot ch359/t6007 were subjected to analysis and compliant results were obtained for needle pull off test. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 2.947 kgf and value at release was found to be 3.502 kgf which meets the average in-house requirement i.e. Nlt 1.800 kgf. From the above analysis, it is concluded that there was no issue related to the needle/suture quality and processing of this lot. The following information was requested, but not available: were there any patient consequences? What tissue was being approximated or sutured when the pull off occurred? (B)(4). Date sent to FDA: 04/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.